Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the proximal conductor was distorted and the lead appeared damaged at implant; full lead returned and analyzed.

Event description:
It was reported that during the implant procedure, the physician dropped the lead when the patient fell off the surgery table. The lead was not used, and a new lead was implanted. No patient complications were reported as a result of this event.